Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 9/11/15 device evaluation: the device has been returned and evaluated by product analysis on 08/19/2015 with the following findings:.pump was returned with evidence of physical damage on pump casing. Returned battery cap is damage on top and is unable to be removed. Test cap used for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The user is unable to remove the battery cap from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.